Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening and fold creases. A leak test was performed and found one opening. A microscopic analysis identified: a curved (sharp) opening on patch bond edge assessed as unidentified (tear) opening. A dimension measurement of the shell was performed which identified the thickness to be within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a curved (sharp) opening assessed as unidentified (tear) opening.

Event description:
Health professional reported right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device was explanted.